Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer stated that the blood glucose reading was slightly high in the evening. On (B)(6) 2018 customer's blood glucose reading was 212 mg/dl and would use insulin pump for treatment. Customer reported that the insulin pump had several no delivery alarms and the blood glucose was 500 mg/dl. Customer was taken to the clinic and was treated with insulin drip and manual injection. Customer was discharged from the clinic with a blood glucose reading 238 mg/dl. Customer also reported that the insulin pump had a motor error alarm during basal delivery and a compromised force sensor system alarm after displacement test was performed. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery, motor error or compromised force sensor system alarms were noted. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.